Event description:
Day 6 of basic evaluation. The consumer reported that the trial patient had an urinary tract infection, and would be starting antibiotics on the day of the report. It was noted that the patient had dementia. It was unknown if the issue was resolved.

Event description:
Additional information received from the healthcare provider (hcp) indicated that the uti was treated and resolved. The patient was scheduled to undergo the permanent interstim on (B)(4) 2017. There were no further complications reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.